Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia) for several non-sustained tachycardia (nst) episodes and oversensing. Performance data was collected and analyzed and analysis revealed high impedance and noise on the electrogram (egm). The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia) for several non-sustained tachycardia (nst) episodes and oversensing. Performance data was collected and analyzed and analysis revealed high impedance and noise on the electrogram (egm). The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed 2 patient alerts for lead failure predictor on (B)(6) 2012, as well as 9 ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(6) 2012. There were also 5 lead failure predictor high rate non-sustained episodes with an average ventricular cycle length less than or equal to 212 ms on (B)(6) 2012. The ventricular short interval count was 404 counts in the 3.8 days between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.